Manufacturer narrative:
A steris account manager conducted in-service training on (B)(6) 2010 on the proper maintenance and operation of the system 1 processor.

Manufacturer narrative:
A steris service technician inspected the system 1 and found an air leak in the unit causing the chamber to not fully empty during the rinse phase of a processing cycle. The technician replaced the drain and circulation sleeves, air filter, and a check valve, placing the unit back in service. The system 1 processor is not under steris service contract and is currently maintained and serviced by the facility's biomedical department. The equipment maintenance manual states (pp. 6-4): "replace pinch sleeves every 2000 cycles. Replace check valves at least twice a year and verify performance of check valves during each inspection." Steris has scheduled an in-service training for november 4, 2010 on the proper maintenance and operation of the system 1 processor.

Event description:
The user facility reported that when a hospital employee was unloading a device from the processor after a completed cycle, he sustained burns to his legs from water remaining in the chamber. The operator reported a log book was sitting on top of the unit which obstructed his view preventing him from seeing residual liquid remaining in the chamber. The scope was removed and reprocessed in another unit with no procedural delays. The employee was treated at the facility's employee health department where his burns were bandaged and he was sent home for the remainder of the day. The user facility reported the employee returned to work the following day and has no sustaining injuries.